Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the fifth firing during lobectomy, the device was fully fired, the surgeon could not return the black return knob to the initial position, and jaws did not open properly. The clamp cover stopped at 1.5cm from the proximal end of the cartridge. A few b-formed staples still stayed at the cartridge. As the surgeon could not return the black return knob to the initial position by force, he/she could not remove the cartridge from the handle. The device did not lock on tissue and was removed from the tissue without damaging it. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection found that the reload was received engaged with the subject instrument. The instrument firing knobs were partially retracted and the articulation lever was in neutral position. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. Visual evaluation of the reload noted that it was fully fired and the anvil clamping mechanism was deformed. Additionally, the staple pushers were observed to be flush with the cartridge surface. Further evaluation also noted the knife bar laminates within the reload were bent. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was considered to be a secondary condition. Replication of the deformed anvil clamping mechanism and flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances , it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. The file will be closed as a misuse by the user. If information is provided in the future, a supplemental report will be issued.